Event description:
It was reported during a prostate procedure, the fiber cap had detached inside the patient at 63,282 joules. The fiber cap was retrieved, method of removal is unknown. There was no indication or report of any part of the device remaining inside the patient. A second fiber was used to complete the case. It was reported "no damages to the patient".

Manufacturer narrative:
(B)(4).